Event description:
According to the available information the patient complains that the device is no longer working. The issue has gotten progressively worse. The bioflex cylinders are not inflating all the way. The first time the patient noticed the issue, the cylinders inflated about half-way full and now they are inflating less than 1/4 way full. In addition, the pump at a certain point deflates and does not reinflate (stays flat).

Event description:
According to the available information the patient complains that the device is no longer working. The issue has gotten progressively worse. The bioflex cylinders are not inflating all the way. The first time the patient noticed the issue, the cylinders inflated about half-way full and now they are inflating less than 1/4 way full. In addition, the pump at a certain point deflates and does not reinflate (stays flat).

Manufacturer narrative:
According to the available information the ipp was implanted on (B)(6)2020. Patient complaints device is no longer working. The issue has gotten progressively worse. The bioflex cylinders are not inflating all the way. The first time the patient noticed the issue, the cylinders inflated about half-way full and now they are inflating less than 1/4 way full. In additional, the pump at a certain point deflates and does not reinflate (stays flat). The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.